Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was suspending inappropriately and that they experienced high and low blood glucose events. The customer's low blood glucose was 50 mg/dl and treated with a glucagon injection. The customer also reported that they experienced high blood glucose over 300 mg/dl and treated with bolus. The insulin pump will not be returned for analysis. The sensor was returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test. The test mini link transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the device. No unexpected suspend anomaly noted. (B)(4).